Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins depleted early, in 1.5 months. The previous ins lasted six years. It was unknown if there were any external factors that contributed to the event. The action taken to resolve the event was ins replacement. The issue was resolved at the time of the event. No patient symptoms were reported. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) revealed the battery had normal end of life, telemetry and output were okay. (B)(4) no longer applies to this event review of this MDR and/or additional info received show that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or si or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.